Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the surgery was cancelled and patient was awaken from anesthesia as the custom spacer was found to be a different size than requested. This incorrect size was identified before incision was made. The patient's procedure was completed with a different device later on the same day.